Event description:
It was reported that while using a stryker oval carbide bur 4.0mm, the bur head broke off the shaft while performing a bunion surgery. It was further reported that the broken parts of the bur were removed from the sterile field. It was additionally reported that the surgeons determined that the stryker handpiece and motor were operating appropriately and that the bur was installed on the handpiece appropriately. The bur broke in two pieces during use but did not cause injury to the pt. No adverse consequences were reported.

Manufacturer narrative:
The bur subject to this MDR has not been returned for eval. The root cause for the breakage is undetermined.